Event description:
It was reported that the display of the insulin pump had a crack. No further information reported.

Manufacturer narrative:
Unit had cracked and bleeding lcd glass and a cracked reservoir tube lip.